Event description:
Per the clinic, the patient experienced irritation and granulation tissue at the abutment site and was treated with a 10 course of oral antibiotics on (B)(6) 2015. The implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.